Event description:
CT guided abdominal mass drainage performed. During the procedure, on removal of the ue needle, an 8mm fragment of catheter tip got retained in the structure likely due to firmness of the structure and bending of guidewire due to structure firmness.